Event description:
Setsource set z3179-01 contains a 4 port lo2 manifold that allowed the backflow of medication thereby allowing the mixing of 2 drugs into one syringe. No patient harm.

Manufacturer narrative:
Received three used z3179-01, 167", 15 drop primary set manifolds only and no lot number. Sample #2 had a cap on the 3rd lo2 port from the proximal (upstream) end. Investigation: functional testing was conducted on the three 4-gang lo2 manifolds at 5psi for retrograde leakage, sample#1 leakage on 2nd port upstream end (proximal), sample#2 leakage 3rd port upstream end (proximal) and sample#3 leakage on 2nd port upstream end (proximal). Based on these investigation results a continuous improvement team was initiated to further evaluate and determine product performance enhancements to address these type of intermittent component (flow/leakage) issues.